Manufacturer narrative:
A ge service representative performed an on site investigation. The system was recalibrated. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to operate properly then failed to boot up. No report of patient injury.